Manufacturer narrative:
E.1. Address was not located, and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had air bubbles / air in line. The following information was provided by the initial reporter: patient's infusion kept beeping "air in line" despite no air appearing in line, channel was changed, and usual measures to remove air.

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was determined that the event was an incorrect entry. The MDR (B)(4) will be voided.

Event description:
No additional information was provided.